Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, however grommet damage was noted and the setscrew was rounde, and there was foreign material in the setscrew.

Event description:
It was reported that during implant attempt, the setscrew came out and when the doctor tried to screw it back in, there was no torque. The device was not implanted. No patient complications have been reported as a result of this event.